Manufacturer narrative:
Brand name: redon drain. (B)(6). Manufacturing date: 08/2017. Based on the available information, this event is deemed to be a reportable malfunction. Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the presence of hair was found in the product bag. Photos depicting the reported complaint issue were provided by the complainant. No further details have been provided.

Manufacturer narrative:
Updated device manufacturing date. A batch record review was performed. No non-conformance report (ncr) related to complaint issue were initiated for complaint order during production. The batch record review resulted in discrepancy which was investigated via a previous complaint case for ¿hair inside product individual package.¿ a root cause investigation was performed. On the basis of available information, following potential causes for the issue ¿hair inside of primary pack¿ are determined: a. Noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process. B. Cap does not provide full cover of hairs. Additional actions are not required at the moment and the trend will be monitored. Picture is received and evaluated and hair is observed. Defect is confirmed. No samples were received. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).